Event description:
This complaint is from a database related research activity. This report documents product malfunctions, patient events or patient requests leading to reoperation reported for mentor memorygel, memoryshape, cpx4, and artoura tissue expanders to the national breast implant registry (nbir) between (B)(6) 2022. Qty 93.94%: capsular contracture; qty 2.02%: infection; qty 1.01%: seroma; qty 3.03%: wound problems; qty 40.82%: device migration/implant malposition; qty 44.90%: suspected/actual rupture/deflation; qty 14.29%: wrinkling/rippling; qty 58.16%: change shape/size/style; qty 23.94%: correction of asymmetry; qty 17.38%: ptosis; qty 0.53%: staged reconstruction; qty 3.85%: need for biopsy/tumor; qty 96.15%: other. It is unknown if the patient¿s device was a gel or saline device. In the absence of clarifying information, the device will be reported indicating gel. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture, impaired healing, wound infection, anisomastia, cutaneous contour deformity/rippling/wrinkling, breast mass, seroma, patient dissatisfaction, rupture, device migration. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).